Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-10, information was received from a patient receiving dilaudid (unknown concentration, 0.7 mg/day) and a second unknown drug via an implantable pump for non-malignant pain. The patient reported their pump was alarming. The patient first noticed this yesterday because she missed a refill due to insurance issues. The patient was provided hcp listings. No symptoms or patient complications were reported.